Manufacturer narrative:
A review of the device history record (DHR) for the involved lot was conducted which revealed the product met all quality criteria and manufacturing specifications prior to release. The product labeling provides information and precautions for handling, opening and mixing the dialysate, including use of personal protective equipment. Information is also provided regarding first aid actions to take in the event of eye contact. UDI #: (B)(4). Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on 25 jul 2018 from an intensive care unit (ICU) nurse stating that fluid from a dialysate bag had splashed into the eye of a nursing colleague on (B)(6) 2018. The nurse was evaluated in the emergency department, provided with unspecified treatment for corneal abrasion and given leave of absence from work (nos). Additional information was requested but has not been provided.

Event description:
A report was received on (B)(6) 2018 from an intensive care unit (ICU) nurse stating that fluid from a dialysate bag had splashed into the eye of a nursing colleague on (B)(6) 2018. The nurse was evaluated in the emergency department, provided with unspecified treatment for corneal abrasion and given 2 weeks leave of absence from work.